Event description:
It was reported that during the implant attempt, the helix mechanism was not working smoothly and would not retract properly for reposition. After many attempts, the lead dislodged and was extracted. It was noted that there was tissue in the helix. A new lead was used without complication. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and visual analysis noted that it was damaged at implant.